Event description:
A user facility reached out for advice on the care and treatment of her clients. (B)(6) (spa owner) received adverse effects from treatments that were performed using "proper settings". They wanted to know why this happened so they can prevent it from reoccurring. (B)(4) had reached out to her and sent an incident form.